Event description:
Device issue: unknown. Time of device issue: unknown. Adverse event: unknown. A proglide device was returned to abbott vascular. Although no device malfunction or complaint associated with this device could be confirmed, per the device analysis the posterior cuff was found not attached and two tabs had been flattened and one was bent distally. The single bent tab indicates the cuff was partially captured and although it could not be confirmed with the limited return of components, the needle may have been deflected striking the cuff at an angle that prevented complete capture, resulting in the suture not being harvested. It was not specified how hemostasis was achieved. No additional info was provided.

Manufacturer narrative:
(B) (4). Evaluation of the returned device found only the plunger with link and cuffs were returned for evaluation. The anterior cuff was attached to the needle tip with the link intact. The posterior cuff was not attached and two of its cuff tabs had been flattened and one was bent distally. The single bent tab indicates the cuff was partially captured and that the needle may have been deflected striking the cuff at angle that prevented complete capture, resulting in the suture not being harvested; however, because of the limited components, this cannot be conclusively confirmed. No manufacture or quality issues were detected. The lot number was not identified; therefore, a device history record review could not be performed.